Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "periprosthetic femoral fracture after a well-fixed revision total knee arthroplasty treated with in situ effective lengthening of prosthesis." Literature article "periprosthetic femoral fracture after a well-fixed revision total knee arthroplasty treated with in situ effective lengthening of prosthesis." (2009) by bharat s. Mody et al. Published by the journal of arthroplasty doi:10.1016/j.arth.2009.07.011 was reviewed. The article purpose: to present a case report of a (B)(6) year-old woman who had developed a stress fracture of left femoral diaphysis at the tip of the extender rod of a well-fixed femoral component. The article reports: a (B)(6) year-old woman was admitted for stress fracture of left femur diaphysis at the tip of a well-fixed cemented extender rod of a femoral component after revision tka. She had undergone revision tka of the left knee in (B)(6) 2006 with pfc sigma tc3 prosthesis. An unconventional surgery was performed where a custom nail was inserted intramedullary and connected to the already implanted femoral stem thus providing more stability. The patient healed uneventfully and was asymptomatic at 32 months post operation. Cement usage/manufacturer or patella resurfacing was not mentioned within the article. Depuy products involved: pfc sigma tciii. Complications: femoral fracture (1), surgical intervention (1).